Manufacturer narrative:
The screw was initially retained by the hospital and subsequently given to the patient. It has not been given to k2m for evaluation.

Event description:
Poly-axial screw fractured at approximately the third thread. The patient was revised and a portion of the screw was reportedly still connected to the rod with the set screw.